Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service a cosmetic defect was noted. The device was not being used in surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.